Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient contacted boston scientific technical services (ts) and noted he had a long duration of sustained high rate pacing. The patient was referred to his physician. The field representative stated that during a device interrogation, the patient complained of a slow heart rate and requested adjustments to the programming of the sensors. Ten days later the patient presented to the clinic for further adjustment to the sensors as the sensor pacing was now too aggressive. The sensors on the device were reprogrammed again without further complication. The field representative noted that per trending data stored in the device, there were no sustained high rate pacing episodes recorded during the time period the patient expressed concern. The system remains in service and no adverse patient effects were reported.